Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. No cgm reading has been reported from any point during the event, but the patient alleged that she suspected they were inaccurate. The day of the even the husband from the patient called an ambulance due to the patient experiencing a hypoglycemic event and having lost consciousness. When the paramedics arrived, the patient was treated with a glucagon injection and intravenous glucose. The patient was brought to the hospital and at the hospital another glucagon injection was given. At the hospital a fingerstick was taken and the blood glucose reading was 2.1 mmol/l, there was no cgm reading reported from that moment. It was reported that the patient stayed one night in the hospital, and requested to be discharged the day after, due to travel plans. The patient was in the hospital for less than 24 hours. At the time of the report the patient had recovered from the hypoglycemic event. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.